Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker attended a routine device follow up. The lead parameters were normal and the longevity showed one year remaining. A couple of hours after the device interrogation, the patient experienced a syncopal episode. The device was interrogated again and this time a warning message was observed indicating the device was operating in safety mode. The patient was admitted to the hospital and a device replacement was planned for the next day. The syncope was suspected to be caused by pauses in pacing due to the safety mode parameters.

Event description:
It was reported that the patient implanted with this pacemaker attended a routine device follow up. The lead parameters were normal and the longevity showed one year remaining. A couple of hours after the device interrogation, the patient experienced a syncopal episode. The device was interrogated again and this time a warning message was observed indicating the device was operating in safety mode. The patient was admitted to the hospital and a device replacement was planned for the next day. The syncope was suspected to be caused by pauses in pacing due to the safety mode parameters. A request was made for the local sales representative to confirm the device was explanted and replaced; despite efforts, no additional information was provided. Subsequently, this device was explanted and returned for analysis. No additional adverse patient effects were reported. The exact date of explant was not reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient implanted with this pacemaker attended a routine device follow up. The lead parameters were normal and the longevity showed one year remaining. A couple of hours after the device interrogation, the patient experienced a syncopal episode. The device was interrogated again and this time a warning message was observed indicating the device was operating in safety mode. The patient was admitted to the hospital and a device replacement was planned for the next day. The syncope was suspected to be caused by pauses in pacing due to the safety mode parameters. A request was made for the local sales representative to confirm the device was explanted and replaced; despite efforts, no additional information was provided. Subsequently, this device was explanted and returned for analysis. No additional adverse patient effects were reported. The exact date of explant was not reported.